Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the t1, t2, and suture are still on the needle. The t1 has been pushed back behind the dimple. The variable depth straw has been trimmed. A functional evaluation using a simulation meniscus showed the t1 could not be deployed due to its position behind the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the t2 implant of the ultra fast-fix was successfully deployed through the meniscus but it failed to secure and was pulled out with the needle rod. T1 remained on the patient and t2 was removed with shavers. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.